Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. The pump was found to be malfunctioning due to moisture ingress.

Event description:
This report summarizes 1 malfunction event. A review of the events indicated that the one touch ping model pump experienced a cloudy display screen with moisture present. These reports were received from various sources. The patient associated with this allegation is (B)(6) years of age and (B)(6) pounds. Of the reported patients, 1 were male, 0 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. The pump was found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes "1" malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy display screen with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 43-43 years of age and between 190 and 190 pounds. Of the reported patients, 1 were male, 0 were female, and 0 were unknown.